Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the proximal left anterior descending artery with one 3.0 x 28 mm xience v stent. On (B)(6) 2011, the patient experienced chest pain. On (B)(6) 2011, the patient was hospitalized and underwent percutaneous coronary revascularization with balloon angioplasty in the target vessel for 75% in-segment stenosis and stable ischemia. The patient's condition resolved on (B)(6) 2011 and the patient was discharged. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.